Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source was not powering on. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.